Event description:
It was reported that a patient underwent a mastectomy. The proximal three (3) millimeters of the suture needle broke off during surgical closure. The 3mm end of the needle detached and was left in the patient. No adverse effects to the patient were reported.

Manufacturer narrative:
The evaluation is underway, and no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The surgeon used another suture from the same box to complete the procedure. No adverse effects to the patient. No tissue loss/damage. No extension in surgery. No unanticipated blood loss. No delay in surgery.